Event description:
A report was received that the pt was explanted due to infection. The infection started at the lead incision site and spread to the ipg site. The pt was given IV antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as the lead was discarded and the ipg was kept by the pt. A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the explanted devices found them to be satisfactory. This is the final report.